Event description:
During central line placement in the right internal jugular, the guide wire would not come out. There was good blood return through the distal port. The introducer and guidewire were taken out together. It was noted that the guide wire was bent. New introducer kit used without difficulty.